Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump broke and turned off while sleeping. The customer's blood glucose reading was over 500 mg/dl at the time of incident. Troubleshooting found that the buttons do not click before and after a battery change. Customer indicated that they were in the hospital due to high blood glucose. Customer will call back with more information for troubleshooting.